Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user received an insulin occlusion alert the night prior and temporarily disconnected from the device. The user¿s caregiver reconnected the ilet, and insulin delivery resumed normally. Blood glucose levels were unaffected, and there was no report of end-user harm or adverse event associated with this case.